Event description:
Customer called to report a blank display screen. Customer also reported a cracked battery cap and a corroded battery compartment. The blood glucose reading was 142 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test and off no power test. No blank display noted. No failed battery alarm. Insulin pump received with corroded battery tube. Insulin pump received with broken battery cap, cracked battery tube threads and cracked reservoir tube lip.